Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
(B)(4): it was reported the entire pump system was removed due to an infection. The primary location of the infection was the device pocket. The patient currently had a wound v.a.c. That was removing pus from the wound. The patient was on the second week of the wound v.a.c. Perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced redness and swelling. The event was considered to be ongoing. The pump was used to deliver bupivacaine and morphine (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.